Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0djh8, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that he had a loss of therapy. The patient noted that after his device was implanted he did not have to cath, but now he had to. Therapy was reportedly on and the patient increased from 4.0 to 5.1 where it was comfortable. The patient was working with his doctor and had an appointment scheduled for (B)(6) to check the device and get a cystoscopy. It was noted that a month prior the patient had his penile pump relocated because it was not working 100% the patient also had a torn rotator cuff.